Event description:
Device issue: none. Adverse event: post procedure late bleed. Time of adverse event: several hours post vessel closure. It was reported that a physician trained in the use of the starclose se device achieved hemostasis of the left common femoral artery after a diagnostic procedure. Reportedly, several hours after the patient was discharged home, the patient returned to the emergency room and manual compression was applied for an unknown amount of time and hemostasis was achieved. The patient was discharged from the emergency room on the same day ((B)(6)2010) with no adverse sequelae. The starclose se clip remains in the patient's vessel. There was no reported difficulty deploying the clip or removing the starclose se device. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.